Event description:
An issue with a malfunction alarm, specifically malfunction code 15, was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was instructed to continue using the pump and to contact support again if the malfunction recurred.